Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited an auxiliary control unit watchdog failure, primary audible alarm, and pass code needed error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed a crack on the bottom case. Event history log confirmed ¿acu watchdog failure¿ and ¿primary audible alarm post¿ error messages. Functional testing could not replicate the reported issue; no evidence of a hardware issue was found that could contribute to the issue. No further action was required or taken as no problem was found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.